Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The quattro catheter functioned as intended. During manufacturing all quattro catheters go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Only units that passed are moved to the next process. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 74232.

Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was admitted to the hospital post cardiac arrest on (B)(6) 2017. A zoll quattro catheter was inserted into the right femoral vein by an experienced physician. The insertion was smooth. The indwell time of the catheter was between 6-12 hours. The saline bag had run dry and the console displayed an alarm during maintaining phase. The attending nurse contacted zoll tech support and zoll clinical consultant advised the customer that the saline bag should never be replaced if runs dry as there appears to be a breach in one of the balloons. According to the customer, the use of the catheter was discontinued. The patient was not doing well and family later decided to withdraw care prior to completion of the ivtm therapy. The patient has expired. Customer does not believe that the patient's death is related to catheter issue.